Event description:
It was reported that a balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified anterior tibial artery. After the guidewire was crossed, a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advance for percutaneous transluminal angioplasty. During the procedure, it was noted that the balloon ruptured at 12 atmospheres for 5 seconds. The lesion was then dilated again with another of the same device and was successfully revascularized. Subsequently, a 3.0mm x 30mm x 143cm nc quantum apex balloon catheter was used to dilate the proximal lesion, but the balloon ruptured at 17 atmospheres for 5 seconds. The procedure was completed with another of the same device. There were no patient complications as a result of this event.